Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced an overnight spike in blood glucose to 199 mg/dl followed by a decline to 62 mg/dl while using the ilet; the device suspended insulin in advance of the low and glucose subsequently stabilized without treatment, with no medical device malfunction identified and no specific component implicated. Symptoms included hypoglycemia, although the patient reported no subjective symptoms. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of user-provided data. Investigation of this case revealed no findings and insufficient information to attribute the event to a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.